Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The hosp has reported no pt injury occurred. Expiration date: 9/30/2001.